Event description:
Customer reported an issue with the passport 2 monitor's display, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the reported problem. Corrections included replacement of the unit's display, gasket, fan, and cpu board, unit was safety tested to factory's specifications.